Manufacturer narrative:
Please review attached for the investigation results.

Manufacturer narrative:
Assumption since only year given.

Event description:
It was reported that patient underwent right knee revision due to dislocation that resulted from jumping the poly post.